Manufacturer narrative:
The following devices were also listed in this report: tritanium revision acetabular; 509-02-60f ; at4m55. Gap plate screws; 2080-0020 ; 5j1539. Gap plate screws; 2080-0025; wh7tjw. Gap plate screws; 2080-0025 ; 8534hn. Gap plate screws; 2080-0020 ; 155ha8. Delta v-40 ceramic head 36/0; 6570-0-136; 75757201 . 21mm mod rev hip bdy/blt +10mmcomponent level 9006-1-121; 6276-1-121; 54854703. Bowed conical stem 18 x 195mm restoration modular hip system; 6276-7-218 ; caxta1ed it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to infection. All components were removed and a spacer was placed. Rep provided usage sheets from prior two procedures and reported that no further information will be released by the hospital or surgeon.